Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - triclip japan pas, patient site (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted. The following day, the patient was experiencing arrhythmia, leading to prolonged hospitalization. The arrhythmia was resolved on (B)(6) 2026 and the patient was discharged.